Event description:
It was reported that during an unspecified procedure a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified anterior tibial artery. The sterling es mr 2mm x 20mm x 143cm balloon was inflated three times and ruptured at ten atmospheres on the third inflation. The balloon was removed intact. The procedure was completed with a non bsc balloon and the lesion was dilated successfully. The pt status is listed as good with no complication reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).